Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), analysis of the recharger c0585426 found the cable assembly had a broken, bent connector, and the pins were damaged. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the connection between the recharger and desktop charger was "screwed up" because the connector pin was damaged. The caller stated the connector was plugged in backwards, so the recharger port may be damaged as well. The patient reported "getting this charge on one side of her body", and it was clarified that the ins was on the patient's left side, and the ins needed to be charged, but the patient could not charge, due to the damaged equipment. The caller tried to connect the desktop charger to the recharger the previous night, but could not due to the damaged connector. Patient was issued a new recharger and desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and non-malignant head/neck pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.